Event description:
Reporter alleged she awoke with hypoglycemic symptoms and obtained a result of 180 mg/dl on the advantage system. Reporter stated she was not able to treat herself, so her caregiver gave her a half cup of coffee with sugar in it. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent. Reporter did not have info about the strips used, and so no product will be returned for eval.